Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Two impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned products identified significant damage and bone residue from trephining. Both implants are fractured at the collars, and both contain fractured pieces of screws stuck in the drive features appropriate documentation was reviewed. DHR review was completed for the subject lot number 62081361. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62081361) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction had occurred and the reported events were confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Associated with: 0002023141-2019-00856.

Event description:
It was reported that the implant fractured and was removed on (B)(6) 2019.